Manufacturer narrative:
Received voluntary medwatch mw5152741.

Event description:
It was reported via voluntary medwatch that the patient developed a pocket infection with swelling. The entire system was explanted. The lead was discarded.